Event description:
The customer reported blue fibers were seen post-op in a few pts. It is unk if the fibers were removed. Add'l info was requested.

Manufacturer narrative:
Product eval: a sample was not returned for this complaint. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. As the customer did not retain the lot number, DHR and lot history could not be reviewed. Root cause: customer did not retain a sample to return for investigation; therefore, it is not possible to determine the root cause of this incident. Actions taken: qa will monitor related complaints and will take action for further occurrence as necessary. (B)(4). This report was mailed to FDA on: 02/11/2011. (B)(4).